Event description:
Dealer just received and has a stripped height adjustment handle, they tried to fix it with parts, but could not correct the problem. Working up ra for total replacement of the rollator.